Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a mechanical failure. Adjusted door mechanics and performed a system checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging device being used outside a procedure. It was reported that the site was unable to close the gantry. The doors would be closed however the pendant would state that the doors were still open. There was no patient harm or additional complications reported or anticipated as a result of the event.